Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve in the aortic position, the delivery system balloon ruptured during valve deployment due to left ventricular outflow tract/sinotubular junction ( lvot/stj) calcium. The valve was well expanded with trace paravalvular leak (pvl). Upon removal, the balloon was unable to be pulled into the sheath. The sheath and delivery system was pulled back even though the balloon was distal to the sheath.  The sheath was removed but the delivery system was lodged in the right external iliac artery (reia) stent. While attempting to remove the delivery system by twisting/pulling, the balloon and nose cone broke off and remained lodged in the reia stent. A vascular surgeon was called and a femoral bypass was performed. A decision was made to leave the nosecone lodged in the reia stent as it would be too risky to remove. The patient left the or in stable condition.